Manufacturer narrative:
(B)(4): physio-control provided technical assistance to the biomedical engineer. It was later confirmed by the biomedical engineer that he was able to verify and duplicate the reported issue. The biomed then replaced the therapy connector assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a recent patient event their device would not detect the patient. The device was going to be used to provide synchronized cardioversion to the patient when the reported issue occurred. The device user reported that the unit gave a "connect electrodes" message and would not detect that the patient was attached to the device. The device user immediately obtained a backup device to continue patient care with minimal delay (reported as less than 30 seconds). There were no adverse effects to the patient as a result of the reported issue. The patient survived the event. No further details about the patient, or the event, were provided by the customer.